Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported that a 27mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 5 years, 8 months due to insufficiency. The tavr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 5 years, 8 months due to severe insufficiency. The patient was asymptomatic. The tavr was performed with a 26mm 9755rsl transcatheter valve.